Event description:
The physician was performing a polypectomy with a polypectomy snare. During the procedure, it was noted that the device would not conduct current. The physician was unable to remove the snare from the polyp. Therefore, he cut the snare wire, removed the handle and endoscope, leaving the snare in the pt. The pt was sent to surgery to remove the snare and polyp. The pt is in satisfactory condition.